Event description:
Customer reported to beckman coulter, inc (bec) that diluent was leaking from underneath the coulter lh 500 hematology analyzer, onto the countertop and onto the floor. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a tubing leak at pinch valve pv43. The fse replaced the tubing and verified instrument operation.

Manufacturer narrative:
(B)(4).